Event description:
On (B)(6) 2010, the surgery was done with versa nail tibia for left tibial fracture. After reaming by 11mm reamer, the tibial nail was inserted. After that, the guide wire could not be removed from patient's body. The wire was removed from the patient by using gripper and hammer. The time of surgery was extended by 40 minutes.

Manufacturer narrative:
The devices associated with this report were not returned. (B)(4), the manufacturing facility for the nail, stated at the time based on the fact that no discrepancies were noted for the products being accepted. Review of the inspection records for the ball nose guide wire found no manufacturing deviations or rejections. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Marketing was notified of the complaint and a root cause could not be determined with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.